Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro while taking vein it was noted by smell and seeing that smoke was coming out of the leg. When the pa took the instrument out of the patient the tip looked burnt and melted. Instrument was sent for decontamination for cleaning and returned to supply chain. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Related to complaints: (B)(4).

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood was observed. Slight amount of charred tissue was observed on the jaws. The silicon insulation was cracked and frayed. The heater wire was flexed away from the hot jaw and was detached at the tip of the jaw. It remained attached at the base of the jaw. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use with a reference cable, adapter and reference power supply vh-3010 at level 2.5. The device did pass the pre-cautery test; it produced visible steam and heat during several activations over a period of 5 minutes and did shut off when the toggle was released. The pre-cautery test was repeated 5 times with no observed failure. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. Based on the received condition of the device and the results of the evaluation, the reported complaint for ¿device remained activated" was not confirmed but was confirmed for the analyzed failure modes " bent-jaw" and "burn of device or device component-jaw".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro while taking vein it was noted by smell and seeing that smoke was coming out of the leg. When the pa took the instrument out of the patient the tip looked burnt and melted. Instrument was sent for decontamination for cleaning and returned to supply chain. A new tool and cords were opened and used. The second device worked fine. The first tool was then plugged in with the new cords and it worked fine. The case was completed with the new tool. The hospital did not report any patient effects. Related to complaints: (B)(4).

Manufacturer narrative:
(B)(4). Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). The description is corrected. There were no complaints related to this event.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro while taking vein it was noted by smell and seeing that smoke was coming out of the leg. When the pa took the instrument out of the patient the tip looked burnt and melted. Instrument was sent for decontamination for cleaning and returned to supply chain. A replacement device was used to complete the procedure. The hospital did not report any patient effects.